Event description:
It was reported that there was inaccuracy when using one of the views during a navigation procedure. The accuracy worked using the axial view but was off in sagittal view. Accuracy was off at initial touch of the intra-op image. The customer did not use the fused image since the intra-op scan was not accurate. An inaccuracy can lead to a navigation piece being displayed in the wrong position during a procedure and causing harm to the patient. There was no known impact to the patient, procedural delays, or medical intervention needed. The case was completed successfully.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that there was inaccuracy when using one of the views during a navigation procedure. The accuracy worked using the axial view but was off in sagittal view. Accuracy was off at initial touch of the intra-op image. The customer did not use the fused image since the intra-op scan was not accurate. An inaccuracy can lead to a navigation piece being displayed in the wrong position during a procedure and causing harm to the patient. There was no known impact to the patient, procedural delays, or medical intervention needed. The case was completed successfully.